Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
It was reported that "xia 4.5 extended connector was noticed to be broken on post op xray of pt and was revised due to hardware failure".